Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual inspection of the header and electrode port found no anomalies. The seal plug was intact and the setscrew moved freely and without issue. A programmer was utilized to interrogate the s-ICD; no communication issues were noted and a memory download was successfully performed. A review of the device's diagnostic data confirmed that a successful telemetry connection with a programmer was achieved during the explant procedure, prior to its return. However, engineers were unable to ascertain from the available data what specifically caused the reported inability to interrogate the device while it was implanted in the patient. The device was subjected to temperature testing to capture the radiofrequency (rf) wake-up pulse at varying temperatures. Many of the wake-up pulses during this testing were within the acceptable operation threshold (1.8 milliseconds); however, some of the wake-up pulses measured less than the operational threshold. The test was repeated, and shortened wake-up pulses were again observed as the temperature varied. Although the s-ICD was able to be successfully interrogated in the laboratory setting, the varying and intermittent timing delays observed during temperature testing likely caused or contributed to the inability to establish telemetry while implanted. This device behavior has been determined to be due to a shortened telemetry wake-up pulse behavior (rf wake-up period) associated with the telemetry chip and crystal oscillator start-up process.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated one day after being implanted. A magnet reset was also performed, however the s-ICD did not emit any tones. Surgical intervention was later performed and prior to explant, the s-ICD was able to be interrogated, however the programmer software was unable to be loaded onto the s-ICD. Magnet application worked as well. The s-ICD was removed from the patient, and the programmer was again able to be interrogated, as well as the programmed software was able to be uploaded. When placed back in the patient, it was no longer possible to load the programmer software. The s-ICD was eventually explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated one day after being implanted. A magnet reset was also performed, however the s-ICD did not emit any tones. Surgical intervention was later performed and prior to explant, the s-ICD was able to be interrogated, however the programmer software was unable to be loaded onto the s-ICD. Magnet application worked as well. The s-ICD was removed from the patient, and the programmer was again able to be interrogated, as well as the programmed software was able to be uploaded. When placed back in the patient, it was no longer possible to load the programmer software. The s-ICD was eventually explanted and replaced. No additional adverse patient effects were reported.